Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vs I/teleflex revealing a centrally positioned radiopaque lock with extravasation. Balloon angioplasty was applied, and a covered stent was deployed, no further extravasation was present. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 80-year-old female patient, 74kg, presented in the or for a tavr procedure. Ultrasound guidance and a micro puncture kit were utilized to gain centrally positioned access. The arteriotomy was 8.6mm, clear of calcification, with moderate tortuosity in the iliac, with a depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the initial procedural sheath. Following the tavr, activated clotting time (act) was 268, heparin and protamine were administered, and an 18f manta was deployed to the measured depth. Following deployment, the access site continued bleeding. A post-angiogram indicated extravasation from the right femoral artery proximal to the access. The physician applied balloon angioplasty and advanced a covered stent, the time to hemostasis was ten to fifteen minutes. The patient did not experience any harm, injury, or health consequences from this event and was stable post-procedure. The suspected root cause of the extended hemostasis requiring a covered stent may be potentially due to a dissection proximal to the access site. A dissection present at the access site may cause the manta anchor to not catch the artery wall as designed, creating a non-optimal seal which clinically may present as bleeding or extravasation. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Additionally, the suspected root cause of the extended hemostasis requiring a covered stent may also be potentially due to user error in poor patient selection. Warnings as indicated in the manta instructions for use state do not use manta if there is marked tortuosity of the femoral or iliac artery. The severity of harm is ranked as a 4 due to endovascular intervention requiring stenting and ballooning used as a treatment for the extravasation. The IFU also precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/haemorrhage and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and late arterial bleeding. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: bleeding from site post deployment. Angiogram revealed blood extravasation from the right femoral artery around the access/closure site. Site was treated with a peripheral angioplasty balloon and covered stent. Additional information: during a tavr procedure ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 8.6mm with no calcification and moderate tortuosity in the illiacs. Measured depth for the manta was 4.5+1cm and there was no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 175mmhg and act was 268 prior to closure. 13000units of heparin and 75mg of protamine were administered during the procedure. Time to hemostasis was 10-15 minutes. The patient was reported as stable post the procedure with no harm or consequences.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: bleeding from site post deployment. Angiogram revealed blood extravasation from the right femoral artery around the access/closure site. Site was treated with a peripheral angioplasty balloon and covered stent. Additional information: during a tavr procedure ultrasound and micro puncture were utilized to gain central access in the right common femoral artery. Vessel size was 8.6mm with no calcification and moderate tortuosity in the illiacs. Measured depth for the manta was 4.5+1cm and there was no issues advancing or withdrawing procedural sheaths. Systolic blood pressure was 175mmhg and act was 268 prior to closure. 13000units of heparin and 75mg of protamine were administered during the procedure. Time to hemostasis was 10-15 minutes. The patient was reported as stable post the procedure with no harm or consequences.